Event description:
An international customer reported two patients and one nurse in the urology department of their hospital went into anaphylactic shock and the cause is not known at this time. However, cidex(tm) opa solution is used in the urology department of the hospital for cleaning and disinfection of their scopes. All persons were treated in the internal department of the hospital and are reported to be fine. No additional information is available at this time. The lot # of the cidex(tm) opa solution is unknown at this time, however, the customer reports they have two different lots: 070116/004 and 281015/441. Advanced sterilization products (asp) has decided to report this event since cidex(tm) opa solution is used in the cleaning of the endoscopes at this facility. Asp will continue to follow-up for additional information. 1-tty020, 1-tuensi and 1-tue5xl are related complaints from the same facility. This is one of three reports being submitted for this event. Please reference manufacturer report numbers: 2084725-2016-00213, 2084725-2016-00214.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, complaint trending, system risk analysis (sra), visual analysis, supplier evaluation and retains analysis. The batch history record could not be reviewed as the lot number provided is not a valid lot. Complaint trending could not be performed as the lot number is not a valid lot. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Visual analysis was not performed as the product was not available for return. The supplier was not notified since no additional information was received and the lot number is not a valid lot. Retains testing was not performed as the lot number is not a valid lot. The 2nd lot provided (lot 281015/441) was investigated under a separate complaint file and no anomalies were found with the 2nd lot. The assignable cause of this issue could not be verified as no additional information could be obtained. The sales rep provided the IFU to the facility and retrained the staff on potential risks associated with the use of the product. The facility was advised to use the sterrad nx advanced cycle to sterilize their cystoscopes . It was also confirmed both patients have since recovered and are doing fine. If additional information is received, the complaint file will be re-opened. The issue will continue to be tracked and trended.